Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced as it migrated down through the very superficial pocket that was created and settled in the patient's right breast. It is not expected that this device returns for analysis. No additional adverse patient effects were reported.